Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not turn on with battery power. There was no reported pt involvement.